Manufacturer narrative:
Investigation summary: a direct correlation between the device, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the device; no product is available for evaluation. The hm3 lvas IFU lists cardiac arrhythmia, bleeding, hemolysis, respiratory failure, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: the approximate age of the device was 2 days. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was noted to be disoriented on (B)(6) 2018. Over the next several days the patient was intermittently disoriented to time, place, and situation. Confusion increased on (B)(6) 2018 despite multiple reorientation attempts throughout the day. Seroquel was started on (B)(6) 2019. The patient remained intermittently delirious and disoriented over the next few days, and was increasingly confused after transfer from the ICU on (B)(6) 2018. Symptoms resolved on (B)(6) 2018 and seroquel was discontinued on (B)(6) 2018. The patient had a cardioversion on (B)(6) 2018. He then went into atrial fibrillation again with rapid ventricular response (rvr). IV amiodarone was restarted and digoxin was continued. The patient remained hemodynamically stable. Another cardioversion was performed on (B)(6) 2018. A small right pleural effusion was detected by chest x-ray on (B)(6) 2018 and a moderate left pleural effusion was detected on (B)(6) 2018. On (B)(6) 2018 ultrasound revealed a large pleural effusion and a thoracentesis was performed. On (B)(6) 2018 the patient's hemoglobin was 8.6 g/dl so 2 units of packed red blood cells and IV furosemide were given. The patient remained on dobutamine for more than one week post lvad implantation. Dobutamine was discontinued (B)(6) 2018.